Manufacturer narrative:
Taleb adam, et. Al., 'longitudinal deformation of distal edge in a new-generation stent', texas heart institute journal, feb 218, vol.45, no.1. Device is a combination product. (B)(4). Device evaluated by MFR: the device was no returned for analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported via literature that a stent damage and profile problem occurred. In (B)(6) 2016 the patient presented with non-st-segment-elevation myocardial infarction. Coronary angiograms showed subtotal occlusion of the mid right coronary artery (rca), the distal left anterior descending coronary artery (lad), and the first obtuse marginal artery. There was also severe proximal lad stenosis. Using a 6f catheter from a right radial artery approach, the subtotal rca occlusion was crossed with a non-bsc guidwire and successfully treated the lesion with a 2.25 × 32-mm promus premier¿ stent. A 6f non-bsc guide catheter was used to intubate the left coronary system and then a non bsc guidewire was advanced to the distal lad. The lad lesions were treated with two promus premier¿ stents: 2.25 × 32-mm distally and 2.75 × 12-mm proximally. Both stents were post dilated at high pressure with use of non-compliant balloons. As the non-bsc guidewire was withdraw, it caught the distal edge of the proximal lad stent. Gentle traction enabled removal of the wire; however, angiography revealed longitudinal deformation of the proximal lad stent at its distal edge. With substantial difficulty, they used a new non-bsc guidewire to cross the deformed stent. Despite multiple attempts, including crossing of the stent with another wire, balloons, a non-bsc micro-guide catheter or a non-bsc support catheter wire were unable to pass through the deformed stent. Finally, with support from a non-bsc ¿child¿ catheter, a non-bsc microcatheter was advanced distally, which enabled serial balloon dilation of the stent. Restoration of the stent¿s initial length was angiographically verified. To complete the repair, a 2.5 × 12-mm non-bsc stent was overlapped distally. The angiographic and oct results were excellent.